Manufacturer narrative:
After battery installation device gave an unexpected solid white or blank display with unexpected horizontal lines on display due to cracked or broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform the self test, sleep current measurement, active current measurement, displacement test, delivery accuracy test, rewind, prime test, basic occlusion test, occlusion test, force sensor test or verify missing segments or partial display due to display anomaly. Unable to download insulin pump due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 26 mg/dl at the time of the incident. The customer was at 257 mg/dl at the time of the call. The customer was given intravenous dextrose to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident and was using pump auto mode. The customer stated the pump display was partially solid grey. Troubleshooting was not completed. The insulin pump will be returned for analysis.